Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test due to fill 1, drain 1 & fill 2, drain 2 exceeded the specification limits. The assignable cause was determined to be disintegrated piston foams.